Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the bakelite component of the 15fr resectoscope's got damaged when inside patient and the electrode tip was burned. No death or (unanticipated) serious deterioration in state of health reported.